Event description:
It is reported that the patient was revised due to a fall on the ice that resulted in a femur fracture at the tip of the implant.

Manufacturer narrative:
Evaluation summary: operative notes were provided from the revision surgery which note that the femoral component was loose and there was sclerosis circumferentially around the component. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. With the information provided, the patient's fall and excessive bmi likely led to the femoral periprosthetic fracture. Cause cannot be definitively determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.